Event description:
It was reported that a female patient underwent breast surgery with 275cc mentor memorygel breast implant and experienced unknown side breast implant rupture postoperatively; diagnosed via scans. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow ups are in progress for effected side: left catalog number 3507275mc left serial number (B)(6) right catalog 3507275mc right serial number (B)(6).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. D4: UDI: as the lot and serial number for the device involved in the event has not been confirmed. Follow ups are in progress. Hence, the full UDI is currently not available. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 6570106: manufacturing date: april 11, 2012. Expiration date: march 31, 2017. Lot 6945133: manufacturing date: august 3, 2015. Expiration date: july 31, 2020. Effected side confirmation has not been received. Once received, supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).